Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the fsr, the level sensor appeared as though it may have been dropped couple times, reducing the surface area and also was lacking gel. The perfusionist stated that they were not having any issues with it but the level sensor was replaced as a precaution. The unit operated to the manufacturer's specifications. Per data log review, on (B)(6) 2021 at 11:37:46 am, a perfusion screen was opened. The perfusion screen was closed right away and the system was power cycled. At 12:30:39 pm a perfusion screen was opened. At 12:35:16 the level alert probe became uncoupled for three seconds. This will cause a 'level not attached' alert message (likely the reported 'sensor not connected' message reported). At 12:35:56 pm the level detection was disabled and both the alert and alarm probes reported an uncoupled status. The alert probe status changed to coupled and the level detection was turned on which will cause another 'level not attached' alert since the alarm probe was still uncoupled. The alert probe reported a status change to uncoupled two more times before the perfusion screen was exited. The log confirms the complaint. During laboratory analysis, the product surveillance technician (pst) observed that the level sensor could not detect air in front of the alert sensor when attached to thick wall side of the test fixture. The pst also observed severe damage to the tip of the level sensor. It was determined that the level sensor was defective.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the central control monitor (ccm) displayed a 'level sensor not connected' message intermittently. There was no patient involvement.